Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient felt a burning sensation around the battery. The rep ran an impedance check and everything was in the normal range. The patient felt stimulation where they needed it. The patient noted that they had not had any falls that they could remember. The rep stated they did not have any interaction with the patient. No further complications were reported.